Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Abbott diabetes care (adc) product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported unexpected "high or low glucose" with the freestyle librelink application. Attempts to replicate the user¿s complaint using application with samsung galaxy s9 (android 10, software version 2.10.1.10406). The user complaint could not be replicated.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with freestyle libre link application. Customer reported unexpected "high or low glucose" and could not set alarms. As a result, the customer experienced delirium, ¿could not get up¿, ¿no strength¿, and had loss of consciousness. Customer was treated with 'baqsimi' (glucagon nasal spray) provided by their mother, as well as firefighters/emergency service were called. No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with freestyle libre link application. Customer reported unexpected "high or low glucose" and could not set alarms. As a result, the customer experienced delirium, ¿could not get up¿, ¿no strength¿, and had loss of consciousness. Customer was treated with 'baqsimi' (glucagon nasal spray) provided by their mother, as well as firefighters/emergency service were called. No further treatment or medication was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and sensor kits were reviewed and the dhrs showed the freestyle libre sensor and sensor kits passed all tests prior to release. Abbott diabetes care (adc) product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported having unexpected high or low glucose. Attempted to replicate the user¿s complaint using similar configurations. The user complaint could not be replicated. If the product is returned, a physical investigation will be performed and a follow up report submitted. This serves as a correction report. Section (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.